Event description:
The customer called to report high blood glucose levels. The customer was feeling shaky, and her blood glucose reading was 438 mg/dl. The paramedics were called to her home as she was unable to troubleshoot due to her shaking. The customer also stated that she went to the hospital the day before due to high blood glucose levels, with a reading of 333 mg/dl. The customer was feeling very dizzy as well. The customer was treated, then released. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.